Event description:
Clinical coordinator reported the following: respiratory therapist (rt) reported pt was doing fine at shift change. Pt was intubated and on the ventilator for 1.5-2 hours without problems. The rt heard the ventilator alarming and upon entering the room reported the pt appeared to be stacking breaths. While the rt was trying to determine the reason the ventilator was alarming, the pt coded. The pt was successfully resuscitated and placed back on the ventilator when it was noted the pt was stuck again stacking breaths. The pt was removed from the ventilator and bagged, and again placed back on the vent with the same result. The pt was taken off the ventilator and placed on another ventilator. The pt suffered no permanent harm. After the event, there was a discussion with another rt about the pt findings during the event, and the rt reported the pt was noted to have done the same thing (stacking breaths) during a previous hospitalization. The MFR's service technician performed extended self testing (est) and all tests passed to operating specifications. No problems or failures were noted.

Manufacturer narrative:
Na.